Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized on (B)(6) 2016 due to pneumonia symptoms, elevated temperature, and tachycardia. The pneumonia resolved on (B)(6) 2016, but the fever continued for a longer duration. It was believed that the tachycardia and fever where due to the underlying pneumonia. Further information showed that the pneumonia was most likely from the anesthesia delivery in the surgical preparation, and was likely aspiration pneumonia in its character. The vns site was clean and tested to be free from infection. Although an infection was not believed to have actually occurred, the fever had led to several rounds of antibiotics being administered. The fever had subsequently resolved. The patient was released from the hospital on (B)(6) 2016. No interventions other than the hospitalization and antibiotics administration were performed. No additional pertinent information has been received to date.